Event description:
During a kyphoplasty when the balloon was fully inflated the balloon burst. Manufacturer response for kyphon express ii inflatable bone tamp, (brand not provided) (per site reporter).